Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mildly tortuous mid right coronary artery (rca). The physician predilated before advancing the 38mm x 3.00mm ion stent delivery system (sds) to the target lesion. However the sds was not able to cross the lesion. The device was successfully removed and it was noted that there was damage to the stent struts. The lesion was predilated again and the procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the mildly tortuous mid right coronary artery (rca). The physician predilated before advancing the 38mm x 3.00mm ion stent delivery system (sds) to the target lesion. However the sds was not able to cross the lesion. The device was successfully removed and it was noted that there was damage to the stent struts. The lesion was predilated again and the procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR:returned product consisted of a taxus element/ion stent delivery system (sds) with stent. There was contrast in the wire lumen. The balloon was tightly folded and the stent was centered between the markerbands. There were two bent and flared struts in the 14th and 22nd rows from the distal end of the stent. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).